Event description:
Same case as MDR ID: 2134265-2014-02875. (B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient presented with chest pain and cardiac catheterization was recommended. In (B)(6) 2010, the patient presented for repeat cardiac catheterization complaining of continued chest and left shoulder pain. The subject was diagnosed with unstable angina. The index procedure was performed. Target lesion #1 was a de novo lesion, located in the distal left anterior descending (lad) with 70% stenosis and was 13 mm long with a reference vessel diameter of 2.7 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 16 mm taxus® liberté® stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid lad and extending into 2nd diagonal with 85% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm taxus® liberté® stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #3 was a de novo lesion, located in the proximal lad with 70% stenosis and was 4.0 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement of a 3.00 x 8 mm taxus® liberté® stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the subject presented to an office visit with complaints of chest pain, numbness and tingling down both arms, and 'gnawing pain' in center of back. Lexican stress test and CT scan of the chest (dates unknown) were negative. Cardiac catheterization was recommended. Eight days post onset of symptoms, the patient returned scheduled out-patient cardiac catheterization. The patient was on aspirin and clopidogrel was last taken on (B)(6) 2013. Coronary angiography revealed 60% distal isr of mid-vessel stent. The mid lad was treated with balloon angioplasty and placement of a 3.00 x 38 mm non bsc drug eluting stent, with 0% residual stenosis. The distal lad was treated with balloon angioplasty and placement of a 3.00 x 15 mm non bsc drug eluting stent, with 0% residual stenosis. The event was considered to be resolved without residual effects and the subject was recommended to use aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).